Event description:
Pt was revised based on symptoms of decreased hearing shortly after surgery. Surgical intervention revelaed that the head displaced off the shaft of the implant. Replacement was implanted.

Manufacturer narrative:
The device that was returned and evaluated and in two pieces. The head separated from the shaft. The implant shaft appears to have been sized to fit the pt by trimming. The cut on the shaft is angled and ragged suggesting that the material was torn rather than sliced. Judging the appearance of the shaft where it was trimmed, the device was subjected to forces capable of weakening the connection between the head and shaft. It is not possible to validate if the device separated before surgery of it is separated upon retrieval of the device.